Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the screen on the insulin pump has a crack and he is unable to see the numbers. He also stated that the face plate has been gone for a while. Customer stated that the damage occurred due to wear and tear since it is and old device. Blood glucose value was 55 mg/dl and he treated with food and juice. Current blood glucose was 249 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. He was informed that the insulin pump was out of warranty and was transferred to discuss his options on getting a new device.